Event description:
It was reported that the external pulse generator had intermittent output. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Event description:
It was reported that the external pulse generator had intermittent output. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper case was dented causing the keyboard to not lie properly, the upper case was contaminated, the lower case was broken and contaminated, one knob was broken, the ring bail was bent, the battery drawer was broken, the keyboard was scratched, the battery release and ring cover were contaminated, one case screw was missing, the battery contacts were compressed and dented and the side bail covers were broken.